Event description:
It was reported, the patient's omnipod 5 personal diabetes manager melted at the charging port while charging the device. Thermal damage to the charging cord was also reported. The patient reported using a charging cord not provided by insulet, which contradicts the instructions provided in the user guide. The device has been replaced.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the cause of the reported thermal event or determine if user error contributed to the reported event. The reported device malfunction is associated with a personal diabetes manager manufactured after the correction for action res#(B)(4) was implemented. Lot release records were reviewed, and the product lot met all acceptance criteria. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - operating system n5004l-am-q-mv01602-06-01.06 cloud - hardware n5004l cloud - cgm sensor type g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.